Event description:
Per the clinic, the patient experienced pain and discomfort at the implant site during an MRI scan on (B)(6) 2025. It was reported that the splint detached and magnetically attracted to scanner. The MRI was resumed under local anesthesia; however, the patient's symptoms persisted. At a subsequent clinical appointment, it was determined that the patient also had experienced skin redness and magnet dislodgement, with the magnet displaced from the implant under the skin (specific date not reported). Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent revision surgery on (B)(6) 2025, during which the magnet was replaced.